Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02005. It was reported that perforation, pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system (was) was advanced into the laa and a 27mm watchman ® laa closure device & delivery system (wds) was selected for use. While advancing the wds through the was, the wds was pushed outside of the distal edge of the was which caused a perforation in the laa. The procedure was continued and the device was deployed and implanted. Fluoroscopy imaging showed a significant pericardial effusion which was confirmed by an echocardiogram. The patient's blood pressure lowered and they became decompensated. Epinephrine was given and a pericardiocentesis was performed successfully. The patient had religious beliefs that wouldn¿t allow her to receive blood. While the blood pressure was stabilized, a trauma surgeon performed a thoracotomy. Then the patient was transferred to the operating room where a cardiac surgeon successfully ligated the laa with an atrial clip. The patient was in the intensive care unit, but died 24 hours later.